Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device and service history logs found nothing that would cause or contribute to the reported issue. Upon completion of the investigation, the reported issue and its cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled during therapy on the home choice (hc). The hp stated that when they connected to the hc at night the hc proceeds into the initial drain and the hp then drained 3332ml. The hp stated the therapy was continuous cycling peritoneal dialysis, the total volume equaled 9500ml, the total time equaled 8:00, the fill volume (fv) equaled 2000ml, the last fill volume (lfv) equaled 1200ml, and the dextrose was set to different. The registered nurse (rn) stated the largest prescribed fill volume equaled 2000ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.